Manufacturer narrative:
(B)(4). When reviewing similar reportable events for the device family range, we have been able to establish that this complaint is a single, isolated event. No trend is observed for this failure. The device involved in this incident, model number 312211-me, serial number (B)(4) is part of the rental fleet. Each device in rental fleet need to pass the quality control checks in order to be cleared for dispatch before being placed in the customer facility. One of the requirement of the quality control check for barton chair is to check the movement and functionality of all castors (conducted according to the approved work instruction). The review of the service records indicated the chair met quality control (qc) specifications prior to placement. The initial reported stated that when the event occurred, it appeared as if the chair leaned forward and the patient slipped out of the chair due to the device malfunction. There was however no information provided regarding the circumstances under which the issue occurred e.g.: in what position the chair was placed, if there was an attempt made to move the chair with the patient in it or was the patient leaning forward as he/she wanted to grab something or get off the chair. Also, there was no information given whether the brakes have been applied at this time or not. The barton chair was returned to the service center on 06/21/2013. The asset was quality control (qc) inspected and determined to not meet specifications. Repairs to the casters were completed and the chair was released for distribution. However, with the limited information provided by the initial reported and based on the fact that the product was returned 6 months after the issue occurrence we are not able to confirm that problem with castors was a contributory factor to the event occurrence - patient falling out of the device. The product user manual provides detailed instructions for use and caregivers are advised to read all chapters of the manual prior to product use. The manual contains sections designating indications for use, contraindications, precautions and safety tips as well as detailed instructions for use. In summary, the device failed to meet its specifications, however with the limited information provided we were not able to confirm that the malfunction found was a contributory factor into the event occurrence. It was being used at the time of the event for patient treatment, and due to this played a role in the incident. Unfortunately, the exact root cause could not be established. It was decided to report this complaint based on the potential related to the patient falling from the device and to be transparent with our current reporting approach. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2012, it was reported the patient fell out of the barton chair, fortunately no injuries were sustained as a result of the fall. The nurse stated it appeared as if the chair leaned forward and the patient slipped out of the chair due to the device malfunction.